Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the extravascular (ev) lead was in the pericardium.

Event description:
It was reported that from looking at the x-ray there was suspicion of pericardial placement of the extravascular (ev) lead.  Doubt had raised during the implant procedure, but cardiac surgeon stated that the lead was in cardiac fat and outside the pericardium. A few days later the patient had a CT (computerized tomography) scan and according to the physicians the lead is outside the pericardium and it is in the pericardiac fat.  No action has been taken and the ev-lead remains in use. No patient complications have been reported as a result of this event. It was further reported that sixteen days post implant the patient received an inappropriate shock due to p-wave oversensing (pwos) during atrial flutter on the extravascular (ev) lead. Another x-ray was taken to check the position of the ev-lead, which confirmed dislodgement of the ev-lead. Reprogramming was done for the ev-lead and also the therapies were deactivated and the device was turned off. The ev lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the ev lead was explanted and replaced with a new ev lead. It was further reported that the sternal tunneling tool was related to the suspicion of pericardial placement of the extravascular (ev) lead.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implanted:(B)(6) 2025 explanted: (B)(6) 2025, dvea3e4 ev-ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.